Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The lsc catheter broke on the proximal side while pulling it out of the 7fr terumo sheath. It is reported that it pulled away at the proximal part of the catheter. Investigation: review DHR: visual inspection: the device was examined and found the drive shaft was exposed and protruded from the torque shaft approximately 13m from the strain relief, the location where the drive shaft is exposed was viewed under microscope and the torque shaft appeared twisted/kinked where the drive shaft exit no additional ancillary devices or cine images from the procedure were received. The distal end of the exposed drive shaft was inspected under microscope and found no frayed material. No other damage or anomalies were found that would appear to have contributed to the reported event. Testing/findings: the thumb switch was received with the thumb switch in the forward position. The thumb switch was retracted and the exposed drive shaft entered the torque shaft and was no longer exposed. The drive shaft was no longer visible.